Manufacturer narrative:
As reported, an expired bard/davol ventralight st mesh was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in august, 2020. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, a bard/davol ventralight st w/ echo 2 positioning system was used during a procedure on (B)(6) 2021. Following implant of the mesh it was noted that the device had expired on 28-jun-2021. As reported, there was no additional medical or surgical intervention post implant and there is no reported patient injury. It was reported that the box and packaging were noted to be intact prior to the procedure.